Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient has reported bottom half of meter looks strange, it has different colored marking on it. No adverse event reported. A request was made for the return of the device, replaced the meter as customer can no longer use it.